Event description:
Reporter indicated, the physician's serial adapter cable was working intermittently. The product has been returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.